Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo tri-funnel cup of the catheter. The tri-funnel cup a tear at the cap strap and cap plug. The investigation is confirmed for specific failure mode, as the photo review could confirm a deficiency. Although a definitive root cause could not be determined, port interface with cap is too tight, requiring excess force to open device or tension on the strap exceeds specified limit or material fatigue/degradation could have potentially caused or contributed to the reported event. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (01/2022); g4. H11: h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately three weeks post feeding tube placement, the tube allegedly tore.there was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photos have been provided. The investigation of the reported event is currently underway. Expiry date (01/2022).

Event description:
It was reported that approximately three weeks post feeding tube placement, the tube allegedly tore. There was no reported patient injury.